Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined . Imi to replace board with their stock. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault during a usage on a patient. As an intervention, they moved to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.